Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the insertion site, the cannula was not visible. The pod has been discarded.